Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 421 mg/dl at the time of the call. The customer was given carbs to treat the low and used the pump as well as manual injections for the high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer had a low on (B)(6) 2018 and treated with carbs. The customer has bad vision and suffered a silent stroke. The insulin pump will not be returned for analysis.